Event description:
It was reported that the patient received 7 shocks due to oversensing and noise, and that there was high pacing impedance greater than 3000 ohms and an apparent lead fracture. The lead was explanted. During implant attempt of the replacement lead, the lead could not be advanced to the heart. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood in/on the helix/lobe mechanism. (B)(4) proximal segment of the lead was returned, analyzed, and no anomalies were found. However, the outer tubing overlay had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression.